Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user attempting to pair a dexcom g6 cgm with an ilet received a cgm battery low alert and could not complete pairing while at work, during which blood glucose rose to 258 mg/dl after an unannounced meal. Symptoms included stress without acute medical sequelae. Outcomes included prolonged hyperglycemia outside target for most of the day without use of backup therapy, without ketone testing, and without medical intervention. Investigation included troubleshooting and user education to continue meal announcing and to follow up for further pairing support. Investigation of this case revealed pairing failure associated with a low cgm transmitter battery alert, with no responsible device identified. It was concluded, based on previously established findings for similar reports, that user-related factors and cgm power status were the likely contributors.